Manufacturer narrative:
On 20-jul-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation of the returned device, a tear was noted on the anterior view near the valve. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old white-hispanic female patient who underwent a primary breast augmentation with 380cc mentor smooth round high profile saline breast implants experienced bilateral grade IV capsular contracture and left-sided implant deflation postoperatively. Diagnoses were made by physical examination. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 500cc on the left (catalog # 3505004bc, left lot-serial # (B)(4)) and 600cc on the right (catalog # 3506004bc, right lot-serial # (B)(4)) on (B)(6) 2021. This medwatch report is for the right-sided implant.